Manufacturer narrative:
Product ID 37761, serial# (B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that the patient met with the managing physician and a referral was made to a pain physician. The patient reported that the circumstances that led to the fall was because their device was not working, and they had loss of balance, muscle weakness. It is not known if the fall impact the device because it is still not working. The patient reported that were unstable and still fall. The patient reported that they need to go through steps to jump start the device because it has been down for almost 4 months. It was reported that part of the desktop charger was broken.

Manufacturer narrative:
Concomitant medical products: product ID: 37761, serial# (B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for lumbar radiculopathy and spinal pain. It was reported that the desktop charger connector pin was broken. The patient reported that they had a loss of therapy, return of pain. The patient reported that they connector pin broken 3 moths ago and have not been able to charge the recharger and the ins. The patient reported that about two months ago, the pain became more severe and they can¿t get out of bed by themselves and can hardly turn neck. The patient also reported having severe migraines. The patient was reviewed about the potential of over-discharge since they have not charged or used the therapy in about 3 months. The ins recharger was charged up when the new desktop charger was received, and recharge session was attempted. The patient was directed to contact hcp from listings to schedule appointment for device check and possible jumpstart recharge session with the rep at the hcp office. The patient reported that they have been falling a lot and hcp wants to know if there has been any damage to the system. The patient reported that they have herniated and bulging discs, can hardly turn her neck and severe migraines, severe pain in lower back, hips and feet.